Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflator was automatically turning off and not working during setup/inspection prior to clinical use. There was no reported patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, h2, h3, h6 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the investigation found a separate and unrelated reportable malfunction: there was discoloration of the tubing. Based on the results of the investigation, the discoloration was attributed to material and/or chemical problem and the high flow insufflator turning off was due to a malfunction of the electro-pneumatic proportional valve. However, the investigation was unable to identify a definitive root cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.